Event description:
The md attempted arteriotomy closure with the closer 6 fr. Device after an interventional procedure. Angiography was performed prior to the device insertion and it was confirmed that the arterial access was in the common femoral artery. It was reported that the md encountered "strong resistance" at the distal guide as the device was inserted at a 45-50 degree angle. The md believed that the cause of the resistance was due to the scar tissue and vessel calcification. A good pulsating marking was obtained. The needles were deployed without difficulty while the device was held at a 45-degree angle. The needle plunger was removed and bilateral cuff misses were noted. The foot of the device was then parked. When the md attempted to remove the device it was discovered that the device was "stuck". The md believed that the foot might not have been completely parked. The md raised and lowered the lever twice in order to deploy and park the foot again. A second attempt was then made to remove the device by using a rotation method of manipulation. Since the md could not remove the device, a surgical consult was obtained. The pt. Was taken to surgery for device removal and repair of the artery. It was discovered during surgery that the device was broken and the arterial puncture was noted to be in the profunda femoral artery. The surgeon reported that it appeared as though "some pieces" were missing from the distal guide. These "pieces" were not located. The pt. Was sent to the ICU after the operation. It was reported that the pt. Recovered and was discharged home 3 weeks later. There is no report of further adverse pt. Sequelae.